Event description:
On (B)(6) 2023, a single - chamber ICD ilivia 7 vr-t dx df-1 (serial number:(B)(6)) was implanted in the patient. At approximately (B)(6) on (B)(6) 2026, the patient experienced an ICD shock and was urgently admitted to the hospital for device interrogation. The interrogation showed that the ICD had presented an eos. Device currently remains implanted. Should additional information be received, this file will be updated.